Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one device was received. A visual inspection showed skiving to the syringe barrel shoulder. The noted damage resulted in a hole being present. Testing was not conducted, as the evident hole would cause leakage to occur. DHR information for this lot indicated that the product met established acceptance requirements. The machine maintenance logbook was checked for entries made on the date of manufacture that would pertain to these issues. None were found. Based on the results of this investigation the complaint was confirmed. A quality alert was issued to production to heighten awareness to this potential issue. Complaint information will continue to be monitored for any new information and further actions will be taken accordingly.

Event description:
It was reported that when the customer performed a blood gas measurement, they couldn't pull it tight enough and blood leaked out into the connection. When the customer checked the connection with the same blood gas kit again and took a sample, the situation was the same. When customer switched to another kit and took it, customer was able to collect it without any problems. When customer took the kit out, there was a crack. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.